Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-03430). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device could not be interrogated and was not pacing. The device was explanted and replaced.